Event description:
On (B)(6) 2013, an aortic valve replacement (avr) was performed due to aortic stenosis (as) and this 21mm trifecta valve was implanted using non-everting mattress sutures. On (B)(6) 2017, a follow-up echo revealed impeded mobility of the right coronary cusp, a peak pressure gradient of 26mmhg, and grade 2-3 aortic regurgitation, and a jet was noted to flow in the direction of the interventricular septum. Pvl and prosthetic valve dysfunction were suspected. On (B)(6) 2017, a transesophageal echocardiography was performed at which time there was increased ar, and the left coronary cusp appeared to be torn and prolapsed resulting in incomplete coaptation. On (B)(6) 2017, a re-do avr was performed and the trifecta valve was explanted and replaced with a 21mm carpentier-edwards perimount magna ease aortic heart valve. Per report, the trifecta valve's sewing cuff and stent were damaged at explant. The patient was reported to be in stable condition postoperatively.

Manufacturer narrative:
The device was returned due to impeded mobility, aortic regurgitation, leaflet tear, prolapse, incomplete coaptation and high gradient. Gross morphological and histopathological examination revealed all three leaflets contained tears. There was circumferential fibrous pannus ingrowth on the inflow surface which narrowed the inflow diameter. There was no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.